Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, infection, pain, abscess, inflammation. The implant was probably not really osseointegrated because there was still an infection in the implant site. Waited too little time after extraction. Implant-supported single crown screwed directly onto the implant.